Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned sample did not meet specification as received. The reported condition was not confirmed. However, an alternate failure was found. Bipolar functions were tested, and no problems were encountered with auto bipolar functions. However, the investigation did find that the rem was in need of calibration. The investigation identified the cause of the alternate failure to be the calibration. The rem was recalibrated to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's automatic bipolar function failed. Initial investigation found that the rem function is outside the specifications. There was no further information available.